Manufacturer narrative:
Sorin group (B)(4) manufactures the electa wash set. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). It was reported that during an ats processing procedure, blood leaked from the reinfusion bag. Blood loss was approximately 10 cc. The electa reinfusion bag was not returned to sorin group (B)(4) for eval. A review of the manufacturing records showed no problems or deviations. Sorin group (B)(4) stated that the leak may have been caused by insufficient solvent application at the tubing to luer connection during assembly. The thermal stresses of sterilization may have weaken the bond and caused the leak to occur during use. Since the product was not returned, this could not be confirmed. No further action is deemed necessary. There was no pt injury. The hospital reported the incident to the (B)(4). This medwatch report is being filed as a result of this action.

Event description:
It was reported that during an ats processing procedure, blood leaked from the reinfusion bag. Blood loss was approximately 10 cc. This was an autologous blood processing procedure. The pt was not directly impacted. There was no report of pt injury.